Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the short wasn¿t determined. The product was currently being examined by the hospital, per their protocol, and would be returned when they were finished. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the device was taken by the hospital per protocol and the rep was unable to retrieve the product. They would follow up with the hospital for more information. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the short was not known. The rep had sent the explanted extension wire back for testing. No results were reported to the hcp. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that there was premature battery depletion because of a short circuit between contacts 0 and 1. They were the contacts being used for therapy. It was unknown when the short first occurred. On (B)(6) 2018 intraoperatively during battery replacement. They first replaced the battery and ran impedances of the entire system, resulting in the same short between 0 and 1. When impedances of the brain lead alone were checked there were no impedances. They replaced the extension wire and ran impedances of the system with new battery and new extension with no impedance problems. There was an electrical short between contacts 0 and 1. Those were the contacts used for therapy and therefore the patient's battery depleted in one year. During the battery replacement procedure the doctor wanted to attempt at solving the "short." It was determined that the short was in the extension wire connection. They replaced the extension wire and impedances read "no problems found." There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep had been trying to track down the device since it was taken for analysis. Unfortunately, per hospital protocol, they were not able to take it with them on the day of the incident. They would call the hospital that day and follow up on the status. They weren't sure if they had already sent it back to the manufacturer. There were no further complications reported.